Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
68-year-old with history of cad presented with ami cs underwent pci. On (B)(6), underwent implant of impella 5.5 via right axillary artery and placed on vaecmo. On (B)(6), right axillary hematoma noted. On (B)(6), arrhythmia of ventricular tachycardia noted requiring cardioversion. On (B)(6), impella 5.5 weaned and explanted without incident.

Manufacturer narrative:
Corrected: d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d10 (concomitant). Corrected: d1, d4 (catalog & serial). Access site adverse event/hematoma: the cause of the hematoma was not determined due to insufficient clinical details.